Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting the cause of the inability to aspirate regarding the attempted dye study, withdrawal symptoms, and increased spasticity were not determined. The withdrawal symptoms and increased spasticity since were resolved. Patient was doing well without anymore withdrawal symptoms.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-jan-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen with concentration 1000 mcg/ml at a dose rate of 176.6 mcg/day via an implantable pump. The patient's medical history was unknown. It was reported that the patient experienced withdrawal symptoms. The patient's parents said the patient had increased spasticity right after the replacement of his pump performed on (B)(6) 2026. The pump was replaced on (B)(6) 2026 due to elective replacement indicator. A dye study was attempted on (B)(6) 2026, and the physician was unable to aspirate through the catheter access (cap) port, so the study was unable to be conducted. The pump logs were also read on that day, and no motor stalls were noted. Factors that may have led or contributed to the issue were unknown. The patient was scheduled for a catheter exploration and possible catheter revision. As of (B)(6) 2026, the patient was currently taking oral baclofen and valium at night for increased spasticity. The issue was not resolved as of (B)(6) 2026. Additional information was later received from a healthcare provider via a company representative on 2026-mar-10. The physician opened the pump pocket on (B)(6) 2026 to inspect the connector. After disconnecting the sutureless connector, they were able to aspirate the catheter and also got good flow back from the catheter, therefore, the physician didn't think the catheter needed to be revised or replaced. They reconnected the catheter to the pump and instructed the company representative to prime the catheter and include a 25 mcg therapeutic bolus.